Event description:
It was reported that this device exhibited increasing shock impedance with an out of range measurement (greater than 125 ohms). There is no noise. A technical service consultant reviewed the device data from the home monitor, providing recommendations of lead integrity testing with manoeuvres, isometric testing and potentially performing 1.1j and 41j synced shocks to establish true shock impedance.